Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Device received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power loss. Customer states they replace the battery but issue keeps occurring. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.